Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional investigation is being conducted.

Event description:
On (B)(6), 2007, this patient was implanted with gore excluder aaa endoprosthesis. On (B)(6), 2007, an additional procedure was performed whereby an additional iliac extender component was implanted.